Event description:
It was reported that the pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. As a result, the support team arranged for a replacement pump to be sent and guided the customer on using multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted.